Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction code did not recur, and the customer was instructed to continue using the pump and contact support if any issues arise again.